Event description:
Reload in jaws, unable to open jaws, locked up. Manufacturer response for stapler, (brand not provided) (per site reporter)======================took description of what happened, assigned report number to complaint. They will send a return kit and replacement.